Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient's relative reported left side "deformity on the breast," "pain," and "recall." Patient later reported "slightly irregular contours" and "usual-appearing peri-implant fluid." Device remains implanted.